Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported tricuspid valve insufficiency / regurgitation cannot be determined. Tricuspid regurgitation is listed as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 5. An xtw triclip was successfully delivered and deployed, reducing the tr to grade 4. On 07/22/2024, recurrent tr was noted. Per physician, the clip appears stable, and the event was not serious. There was no medical treatment, and no unplanned or additional hospitalization. On (B)(6) 2023 recurrent regurgitation continued. On (B)(6) 2024, the patient was admitted to the hospital with fatigue, weakness, shortness of breath, and exercise intolerance. Three additional triclips were successfully implanted, reducing the tr from severe to moderate-severe. Per physician, the recurrent regurgitation with associated symptoms and treatment, were unrelated to the index procedure triclip implanted on (B)(6) 2022. The patients 30-day follow-up from the second procedure shows severe tr. This recurrent regurgitation event is unknown if related to the second procedure clips. There remains no malfunction reported.

Manufacturer narrative:
A2: the patients age was obtained from baseline data b3: date of event estimated d10: estimated date. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.